Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was not working properly. C-ring broke some time during use, pa states that it could have been accidentally cut with the hemopro jaws. There was no resistance noted while inserting the harvesting tool into the cannula. A second vh-4000 was opened to complete the case. There was a procedural delay in opening a new device. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.